Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08120 vascular stent graft allegedly experienced a misfire and fracture. This information was received from one source. This malfunction did involve patients with no reported patient injury. The patient was a (B)(6) year old male that weighed (B)(6) kgs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08120 vascular stent graft allegedly experienced a misfire and fracture. This information was received from one source. This malfunction did involve patients with no reported patient injury. The patient was a 82 year old male that weighed 60 kgs.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction was returned to bd for evaluation and the evaluation confirmed for misfire and fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.